Event description:
It was reported that a patient's right atrium leadless pacemaker (ralp) exhibited no capture. The physician elected to explant and replace the ralp. The patient was stable following the procedure.